Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming and rebooting unexpectedly was confirmed. Ventec opened the device to perform a visual inspection and observed that the internal flow transducer (ift) cable was not properly seated in the ift connector. Ventec then reseated the ift cable to the ift connector which resolved the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not properly seated in the ift connector.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device would alarm and then rebooted unexpectedly. There was no patient involvement associated with the reported event.